Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e4 upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via the femoral artery to support the 63 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock at pump insertion. Underlying medical history was not shared. The cp was supporting when on the day after implant the team observed the patient could no longer move the right side of his body. CT imaging confirmed a stroke of embolic nature. Treatment of the stroke, if any, was not shared. On the 3rd day of support the pump was weaned and explanted. The patient did survive the stroke. The stroke is being reported on the product due to the inability to conclusively dissociate the product from the patient harm as not all clinical information is available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.